Manufacturer narrative:
(B)(4)

Event description:
Additional information received on (B)(6) 2016 stated the pump was interrogated and all appeared to be working ok. No changes were done to the pump setting from emergency room healthcare professional (hcp) or pain management hcp that manufacture representative was aware of. It was unknown if any diagnostics were performed related to the patient being unresponsive, and therefore the results were unknown at this time. It was noted per patient's mom that the patient stayed in the intensive care unit (ICU) until (B)(6) 2016 and was being treated for pneumonia and low blood pressure, which made him feel the way he was. Per patient's mom the issue had been resolved and the patient was doing good, feeling ok, and was back in school.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving compounded baclofen (concentration 2000 mcg/ml, dose 539.2 mcg/day) and morphine (concentration 537 mcg/ml, dose 144.78 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. On (B)(6) 2016, the patient went to the emergency department not responding well. The emergency department called the manufacturer wanting them to read the patient's pump. The company representative (rep) read the pump with a physician programmer (8840) and per pump logs, it appeared to be working fine. Per the patient's mom, her son looked better on this report date than the day prior, the patient was a little more responsive. The emergency department physician wanted the manufacturer to turn off or reduce pump medications by 50%. The rep explained to the physician that he should discuss with pain management physician before making that change. The emergency department physician agreed. The rep sent the pain management physician images of current pump logs, drugs currently in pump and the emergency department physician contact number. Surgical intervention did not occur and it was unknown as to whether it was planned. The pain management physician would plan to have the patient transferred from one hospital to another, the pain management physician did not think it was a pump issue and did not want to change current pump drug settings. At the time of this report, the issue was not resolved and patient status was ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.